Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure not well formed b shaped staples. No patient consequences.

Manufacturer narrative:
(B)(4) = premature sled movement the analysis results showed that two ecr60b reloads were received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reloads were reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Second cartridge batch: j5gv0l. Manufacturing date: 06/02/2012; product exp. Date: 05/02/2017.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.